Manufacturer narrative:
After further clarification with osb, it was determined this report was filed in error as an MDR reportable event. Per osb, the fact that the surgery was cancelled does not meet the regulatory definition of a MDR reportable event.

Manufacturer narrative:
Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis.

Event description:
On (B)(6), 2011, during an exploratory tympanotomy and left stapedectomy procedure the surgeon was handed the drill to begin the stapedectomy , but, "the drill was crimped shut and was unable to pass the bit." The surgeon cancelled the procedure at that time and indicated the procedure would have to be rescheduled. The powered drill is a slender, lightweight drill handpiece used with burs, specifically for use in middle ear surgical procedures, including stapes footplate surgery.